Manufacturer narrative:
The valve was patent and passed the leak test. However it did not meet requirements for reflux testing. The device met pressure flow specifications at pressure level 0.5 but not at pressure level 1.0. The valve was not able to be adjusted past pressure level 1.0. Therefore, pressure flow testing could not be performed at pressure levels 1.5, 2.0, and 2.5. A dissection of the valve revealed that proteinaceous debris heavily coated the inside of the adjustment mechanism preventing rotor movement. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Debris in the valve may also hold pressure flow mechanisms open, which may result in fluid reflux. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No injury to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that the valve was occluded, so the valve was explanted.